Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed the unit goes into a safe state with 2012 error. The fss found the battery on the instrument manager was not active. The bobcat printed circuit board was replaced and re-installed the software. After replacement of the part the fss tested the unit without any issues. He fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI: (B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine had frequent 2012 errors after the machine is started up. The customer reboots the system and the error clears up but it keeps occurring. No patient injury was reported.